Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a hartman operation, there were malformed staples. It is unknown how the procedure was completed. There was no patient consequence.